Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient experienced an incomplete flap in left eye and treatment was aborted. They report that it was a tigh aperture in left eye and there was a suction loss during treatment. They retried multiple times with and without speculum and decided it was not safe to proceed with flap lift/ablation. Discussed photorefractive keratectomy and recommended wait and consider. Regular routine in both eyes. No loss of best corrected visual acuity (bcva) reported. Patient did not do photorefractive keratectomy as decided to wait/consider. Patient continue follow up care for right eye. Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.25 x .00 x 90; left eye pre-op 20/20 -1.25 x .00 x 90.